Event description:
A rising trend for hospital admission due to cl related keratitis was observed in 2005. A total of 68 episodes of cl related keratitis (40.5% of all admission episodes due to 'all keratitis' in the same period) were retrieved from inpatient records. Out of the 68 episodes in 2005, 2 patients had been admitted twice for cl related keratitis during the same period. Thus 66 patients were identified. Sixty-two patients were interviewed for further information about the contact lens solution and contact lens they used. Among the 62 patients, 25 reported to have used bausch & lomb renu contact lens solution before their symptoms onset. Among the 25 users, fusarium spp. Was more commonly isolated from the clinical specimens (7 out of 20 specimens). Only a few patients could provide the lot number of the contact lens solution.